Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that her husband found her unconscious and unresponsive, so he called the paramedics to revive her. The customer reported that her blood glucose reading was 30 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly and passed the displacement test. It was found that the customer does not change the reservoir when she changes the infusion set, nor does she remove the reservoir when rewinding the insulin pump. The proper infusion set and reservoir changing procedure was explained to the customer. Nothing further was reported.